Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip was not completely closing clips on a large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Issue occurred prior to being inserted into the patient during test clip firing. Clips used during the testing were med/large green teleflex hem o lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. Issue occurred during the first application. A backup was used to resolve the issue. The instrument has been returned however no photos or videos are available for review.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip could not be installed onto grips while the clip fully close. No damages were found. The probable root cause is attributed to either a damaged grip cable or misaligned grips or bent grip tips.

Event description:
Refer to h11 for follow-up information.